Event description:
A report of overfusion was received in which a pt reportedly received a "bolus" of an unk solution instead of the intended 6ml/hr rate. No add'l clinical info was able to be obtained and there was no pt injury reported in assoc. W/ this incident.